Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). G2 foreign: greece evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that on 16 jan 2024, device is noisy and device would not cut. There was a patient involved but no impact or harm reported. There was a 10-15 minute delay in the procedure as another device was used to complete it. No additional graft was taken. Due diligence is in process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: technician verified that the device would not turn on, the power switch was stuck, the motor seized, and the machine head was damaged. The device has not been repaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h11.

Event description:
No additional event information available.